Event description:
Reportedly, the device was applied to the bile duct and the operation was finished. One day after the surgery, bile leakage was confirmed, then re-operation was performed. Confirmed the clip was disengaged from the bile duct, then it was treated. Procedure type: lap. Cholecystectomy. Pt sex: unk.